Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, non-sustained ventricular tachycardia (vt) episodes and oversensing noise resulting from a possible lead fracture. The rv lead was programmed off and a new rv lead is scheduled to be implanted. No patient complications have been reported as a result of this event.